Event description:
The customer alleges, he obtained back to back results of 180 mg/dl and 89 mg/dl on his meter. No adverse event reported or action based upon suspect result. Return requested and replacement was sent.